Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.50 (B)(4) secondary surgery. New incision. Explanted. Vaulting. Method: work order search. Results: a work order search found no similar complaints. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -12.50 diopter implantable collamer lens on (B)(6) 2016 in to the patient's right eye (od). The reporter indicated that the vault of the lens was excessive and iop was elevated. The lens was exchanged for a smaller lens on (B)(6) 2016 and this resolved the problem.